Event description:
Critically ill patient started on three pressors. The next day, night shift, registered nurse discovered the intravenous tubing was leaking vasopressin from the middle side port onto the floor. While the nurse reported the patient's condition was not impacted, the patient coded once previously on the shift. New tubing was set up. Nurse saved the tubing for investigation and follow up by the manufacturer.